Event description:
It was reported to philips that system's tabletop panel had become free. Upon rebooting, the system was unable to boot and stalling at 00.00. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.